Event description:
The customer reportedly used 2 patches at the same time for 3 and a half hrs on her upper left shoulder. One patch left no marks and had no problems. The other pulled skin off about the size of a quarter which she immediately covered with a band-aid. The customer sought medical attention and was diagnosed with third degree chemical burns into the subcutaneous level of her skin. The area which she described as black/red, raw and bleeding was cleaned and covered for five days by medical professionals. Her doctor also prescribed ointment for the burn as well as products to clean and cover the area.

Manufacturer narrative:
No product has been received to date for examination and testing to determine the root cause. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore, is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.